Event description:
It was reported the right ventricular (rv) lead had a possible fracture. The lead also exhibited high thresholds and high impedance. Due to the patient being primarily atrial ventricular (av) paced, the rv lead will be monitored at this time. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg (B)(6) 2010. (B)(4).